Event description:
Report rec'd of a pt who experienced "coughing and shortness of breath during a phlebotomy procedure" while using the empty evacuated container. During the procedure, after approx 150-200ml of an expected 500ml of blood had been taken off, the pt reportedly started coughing and experienced shortness of breath. The nurse reported observation of "an unspecified volume of air travelling retrograde up the tubing". The procedure was terminated at once, oxygen administered, the pt was evaluated by a physician and was transferred to a local hosp for a 23 hour stay. The pt was discharged the following day with no respiratory problems reported. The customer reported that the "rubber cap has changed and is softer". The customer thinks "the needle might have wiggled around the needle site which created an air leak and might have broken the vacuum". No add'l info was available.